Event description:
A tandem mobi cartridge alarm was reported during the pumping process. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support confirmed the cartridge alarm and arranged for the customer to receive a replacement pump, instructing them to return the problematic pump to tandem within ten days. The customer will continue using the current pump for backup therapy and understood the necessary procedures upon receiving the replacement.